Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated the customer experienced a low blood glucose of 89 mg/dl. The customer alleged the insulin pump was over delivering insulin due to watching television. Customer performed self test and the test was passed. No harm requiring medical intervention was reported. The insulin pump and reservoir will not be returned for analysis.